Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 61 - intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint and completed the evaluation. Failure analysis confirmed the customer reported failure mode. For clarification, the instrument was found with a broken curved blade. The broken piece, approximately 0.43" x 0.10" was returned along with the instrument. No material appeared to be missing as the broken assembly was pieced back together. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction to serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows two harmonic ace instruments being used for this procedure. Full instrument was not provided, so it is unknown which of the two instruments had the failure. Harmonic ace instrument m90200127-0113 was last used on (B)(6) 2020 on system sk0082 with 0 uses remaining. Harmonic ace m90200127-0034 was last used on (B)(6) 2020 on system sk0082 with 0 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a davinci-assisted total hysterectomy surgical procedure, the blade of a harmonic ace instrument broke off in the patient. The fragment was retrieved during the same procedure. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the blade of a harmonic ace instrument broke off in the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: no post-operative tests were performed because it was not needed. The fragment was large and easy to find. The broken piece will be returned with the instrument. There have been no reports of injury to the patient post-surgical procedure.